Manufacturer narrative:
The reported events were lead dislodgement, high capture thresholds, and failure to remove from the header. The reported event of high capture thresholds was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented to the clinic with complaints of migration of the implantable cardioverter defibrillator (ICD). During the device relocation procedure, it was observed that the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads exhibited high capture thresholds. Fluoroscopy confirmed dislodgement of the ra, rv, and lv leads. During the extraction process, the lv lead could not be removed from the header. Additionally, the ring of the lv setscrew was found to be detached. The entire system was explanted and replaced on (B)(6) 2026. The patient remained in stable condition.

Manufacturer narrative:
Section d4.